Event description:
The lay user/patient's grandmother contacted lifescan in 2008 and alleged the patient's one touch ultra2 meter was giving inaccurate control high results. The medical affairs specialist (mas) called and spoke with the grandmother on august 11, 2008 and obtained additional information. The grandmother reported that the alleged issue first occurred about 2 weeks ago, and the patient was receiving results around 300 mg/dl, 400 mg/dl, and 500 mg/dl. However, at the time of obtaining those results, the patent was reportedly not experiencing any symptoms. Last week (specific date/time not provided), the patient claimed she had obtained a result of 425 mg/dl. Based on that result, the grandmother administered 5 extra units of novalog insulin (she takes novolog on a sliding scale and also takes 10 units of lantus insulin at night). "Shortly after", the patient started exhibiting symptoms of being tired, "shaky, sweaty, and dizzy". The grandmother informed the mas that she treated the patient with some sugar water and a soda and she felt better after that. She also mentioned that after the patient felt better, she had attempted to perform a control solution test, which failed high outside the range. She called lfs a "couple of days later" to report the inaccurate control high issue. At the time of troubleshooting, it was verified that the meter was set in the right nit of measurement (mg/dl) and that it was coded correctly to match the code on the test strip vial. The test strips were within the expiration/discard dates and in good condition. The reporter obtained result of 144 (range: 94-126 mg/dl). She was walked through a control solution test, which passed within range. This complaint is being reported because the patient allegedly experienced symptoms suggestive of low blood glucose after being administered insulin based on the subject meter's result. She was treated with sugar water/soda and felt better. The control solution test performed by the reporter had failed high outside the range. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.